Event description:
Placed eye contacts in disinfectant solution. Then, burned my cornea. As a consumer, I thought eye contact disinfectant was saline. The same thing. I burned my corneas and my eyes were blood red for days. Placed eye contacts in disinfectant solution. Do not sell this product. Everyone is confusing and ending up in the emergency room. (B)(4).